Manufacturer narrative:
Testing of actual/suspected device (10) : a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "unit having low helium alarm errors" issue. The fse successfully completed 7 disconnect/autofill cycles on rescue mode without any issues, he was unable to identify helium leaks on unit, or damage to the unit precluding unit from performing to specifications. He did not find anything unusual in the logs, the fse explained to extent the work completed to the customer, before leaving premises. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. Customer experienced a low helium alarm while transporting a patient after 3 disconnects. The customer disconnects catheter helium line while on transport as part of their normal procedures. Customer is unable to replicate at air base. The customer was able to complete 6 full disconnect/autofll cycles at base without issue. Customer indicates issue only happens in mid-air with patients. In reply to inquiries, (B)(6) flight paramedic phi, indicated that as part of new hire training, the cardiosave has been put on fights with testing catheter and cardiosave trainer and is able to complete 6 autofll cycles. There was no adverse event reported.

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. There is patient involvement; however, there was no adverse event reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), spoc; (B)(6)).